Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a no external power alarm captured in the log file was confirmed. A log file provided by the customer was reviewed. The log file contained events recorded from (B)(6) to (B)(6) 2019. The recorded information revealed low flow hazard alarms associated with flow estimation values below 2.5 lpm. A no external power alarm was recorded on (B)(6) at 6:41. The associated voltage levels indicated that the events occurred while the system controller was connected to a mpu and the power to the mpu was lost. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date, age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient experienced a no external power event. The system continued to operate at the set speed, and was supported by the system controller¿s backup battery until external power was restored. Additional information was requested but not provided.